Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp suddenly failed to recognize blood pressure, the electrocardiogram waveform became chaotic and unrecognizable, and the device stopped working. The helium gas cylinder and battery indicators were flashing, and clicking the display screen was ineffective. The hospital replaced it with another device". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Event description:
It was reported "iabp suddenly failed to recognize blood pressure, the electrocardiogram waveform became chaotic and unrecognizable, and the device stopped working. The helium gas cylinder and battery indicators were flashing, and clicking the display screen was ineffective. The hospital replaced it with another device". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "the helium gas cylinder and battery indicators were flashing, and clicking the display screen was ineffec tive" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.